Event description:
Cord used with covidien valley lab emitted proof of smoke then observed to fall apart. Cord used has been in use since great 5 years prior; 100-240v~, 50/60hz; 950va. FDA safety report ID# (B)(4).